Event description:
In 2001, the MFR received a medwatch report that states the following: device inserted in pt for 3-4 days. It was not functioning, would not allow blood to be drawn. Device was leaking at subclavian site and around device. A porta gram was done to document leakage. Removed device and replaced with another.